Manufacturer narrative:
On april 15, 2019 immucor technical support used a remote electronic connection method to assess files on galileo echo v2 instrument serial number (B)(4); the camera report was acceptable and the event log indicated no errors at time of testing. Unable to rule out capture-r ready indicator red cells lot number 221291 as testing done april 15, 2019 used a different lot cric than the testing done april 3, 2019; however, the anti-e is showing dosage as heterozygous e cells are not reacting. On april 16, 2019 an immucor field service technician inspected galileo echo v2 instrument serial number (B)(4) at the customer facility. The technician found the instrument operational and performed a successful unexpected reaction checklist. Found instrument to be fully operational and to be operating in specification. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2019 a customer reported an unexpected negative result for a screen assay on a galileo echo v2 instrument.